Event description:
(B)(4). I had the essure coils put in about eight years ago and ever since then my life has been a nightmare I've had my menstrual cycle every other week cramping in the front and back headaches extreme nausea gastro problems I developed allergies I get yeast infections all the time no libido I am currently being tested for cervical cancer I have depression and anxiety at all time high. And the coils we're not provided by my insurance company I had to pay for them myself and the doctor that put him in failed to tell me that they have nickel in them and I have allergies to nickel.